Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported, the customer had no delivery alarms for the past two weeks. Customer's blood glucose was 230 mg/dl at the time of the call. Troubleshooting found the customer did not try different cannula lengths for their alarm. Customer also stated their tubing was not bent or kinked. The customer sated they have not tried all remedies for their no delivery alarm. Customer was advised their insulin pump needed to be replaced. No additional information provided.